Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m167266 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m167266 and test base part number 190-430 / lot m167266 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m167266 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.. Ref MFR numbers: 1221359-2022-00583 through 1221359-2022-00585.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Ref MFR numbers: 1221359-2022-00583, 1221359-2022-00585.

Event description:
The customer reported three false positive results with the ID now covid-19 assay on performed on different dates. This MFR. Report addresses date (B)(6) 2022 and is two (2) of three (3). The customer reported a false positive result with the ID now covid-19 assay on performed on (B)(6) 2022 tested on nasopharyngeal smear sample. Pcr confirmation testing was performed at stein laboratory generated a negative result. No additional patient information, including treatment and outcome, was provided.